Manufacturer narrative:
(B)(4)

Event description:
The early replacement indicator message displayed approx 5 weeks after implantable neurostimulator implant. The longevity estimate was calculated to be 3-4 months based on stimulation parameters amplitude 8.5 volts, pulse width 420 microseconds, 60 hertz, and 6 electrodes being used. Impedance ranged between 400 and 600 ohms. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.